Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were consumed in the event. The other devices involved in the event are as follows: model: 105-7100-060, lot: 9434047 / dom: 04/19/2011 / exp: 01/31/2014; model: 105-7100-080, lot: 9372420 / dom: 11/02/2010 / exp: 09/30/2013 ; model: 105-7100-080, lot: 9283247 / dom: 09/29/2010 / exp: 08/31/2013. (B)(4).

Event description:
Treatment of a left sided transverse-sigmoid sinus dural avf (arteriovenous fistula) and ich (intracerebral hemorrhage). It was reported that the patient underwent onyx embolization treatment and suffered a diffused subdural hematoma immediately afterwards and subsequently expired 10 days later.